Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; cause unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.